Manufacturer narrative:
Insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller and cracked and bleeding on lcd glass. Unable to verify missing segments and partial display or perform the functional testings including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test due to pump flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a flashing a white screen, white then black screen and partial display. The customer¿s blood glucose level was 220 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer's parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.